Manufacturer narrative:
Follow-up # 1 ¿ (06/15/2015). The patient¿s meter and test strips have been returned on 5/27/2015 and evaluated by lifescan product analysis on 6/2/2015 and 6/4/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started on (B)(6) 2014, at 5:06pm, although no results were provided for that time. The patient does not administer medication to manage her diabetes. She reported that she continued with her usual diabetes management regimen after obtaining the alleged inaccurate results. She alleged that ¿5 hours¿ after the start of the issue, she developed symptoms of ¿shaky, making poor decisions, hypoglycemic.¿ she reported that at 11:57pm on (B)(6) 2014, she self-treated her symptoms with glucose tablets/glucose gel. On (B)(6) 2015, she reported that she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿185 mg/dl¿, and ¿67 mg/dl¿ on another meter (mini) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The cca also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high blood glucose readings on the subject meter, continued with her usual diabetes management routine, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.